Event description:
The patient reported that they went to the hospital after surgery and had pericarditis, and in the emergency room, they were found to have atrial fibrillation (af). The patient further reported that a clinic device check showed they had been in af for four days. No additional information could be obtained during follow-up investigation. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.